Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated only in patients with disease at one level from c3-c7. The safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
Patient with two m6-c devices presented with pain. The device was implanted at index level c5/6 and was in vivo for 77 months in a (B)(6) female patient. The device was explanted. The condition of the device at the time of removal is unknown.

Manufacturer narrative:
B4: 12-jun-2021. D4: model#: 6mm large, catalog#: cdm-635l, serial#: (B)(6), lot#: h80007621, expiration date: 31-mar-2018. D5: patient/consumer. D8: no. G3: 09-jun-2021. G6: follow-up # 1. H2: additional information. H6: health effect - clinical: 2433. Medical device problem code: 2682. Type of investigation: 3331. H10: the device was not returned, thus device examination could not be performed. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.